Manufacturer narrative:
On-site investigation was made by our field service engineer. The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. Evaluation of the received logs revealed that the ventilator passed pre-use check after the date of the event 2024-06-11. Alarms were generated at date of the event such as, pressure delivery restricted, expiratory minute volume low, peep low, respiratory rate high and leakage too high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The information about the used patient circuit was not available. The conclusion is there was no ventilator malfunction at time of the event. However, the alarms generated indicates that a leakage situation occurred. The root cause for the leakage situation could not be determined.

Event description:
It was reported that the ventilator generated alarms indicating a insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).